Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that an 18" (46 cm) appx 7.8 ml, trifuse add-on set w/2 chemolock¿, 3 clamps (blue, 2 red), dry spike adapter was found to have particulate matter in the drip chamber of the tubing. The reporter stated that sheering of plastic occurred when the chemolock was spiked with a fres-kabi line resulting in plastic particles evident in the drip chamber of line. It was also stated that there were 2 incidents of plastic particles found in the drip chamber. The events were noted during the priming of saline. The suspected product is available for retrieval and evaluation. The product was not contaminated or contained a biohazard or chemotherapeutic agent. The sets were not reprocessed or re-sterilized prior to use. The data was communicated via a site visit the day after the event. There was no patient involvement.

Manufacturer narrative:
No 011-cl3266 product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The lot number 5980905 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.